Event description:
It was reported that patient underwent a right knee revision approximately ten years post-implantation due to pain, tibial loosening, and tibial insert fracture. The femoral components remained implanted.

Manufacturer narrative:
(B)(4). D10 medical devices: 13mm diameter 100mm length offset stem extension combined length 145mm, catalog#:00598802013, lot#: 62697928; distal femoral augment block precoat size g 5 mm augment with screw, catalog#: 00599003710, lot#: 62536011; distal femoral augment block precoat size g 5 mm augment with screw, catalog#: 00599003710, lot#: 62344370; right size g cemented option femoral component femoral, catalog#: 00599401792, lot#: 62691137; all poly patella standard cemented size 35 mm diameter 9.0 mm thickness, catalog#: 00597206535, lot#: 62706525; stemmed tibial component precoat size 7, catalog#: 00598005701, lot#: 62462927; 15mm diameter 30mm length straight stem extension combined length 75mm, catalog#: 00598801215, lot#: 62587260; tibial block and screws precoat size 7 5 mm thickness, catalog#: 00598800726, lot#: 61503794. G3 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photograph. Visual examination of the provided picture identified a fracture at the central portion of the tibial insert, with visible damage extending from the central hole area. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.